Event description:
The customer reported that both monitors are not working. This occurred about 1 week ago after a hard drive went bad.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer resolved the issues. Part not required and case cancelled.